Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
(B)(4). Reason for original complaint ¿ asr revision. Date of revision: (B)(6) 2011. Asr xl acetabular system (B)(4). Update from (B)(6)'s email 28th may 2012: date of revision confirmed. Hospital update 4 may 2015: added taper sleeve. No stem details or reason for revision provided. (B)(6) 7 may 2015, update 12 may 2015: rec'd confirmation from file handler that no further information is available. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision reason unknown. Date of revision: (B)(6) 2011. Asr xl acetabular system. Update from (B)(4) email (B)(4) 2012: date of revision confirmed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Date of revision: (B)(6) 2011. Asr xl acetabular system. (B)(4). Update from crawford's email 28th may 2012: date of revision confirmed, hospital. Update 4 may 2015: added taper sleeve. No stem details or reason for revision provided. Update 12 may 2015: rec'd confirmation from file handler that no further information is available.